Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call sensor glucose versus blood glucose large differential. Customer's blood glucose was as high as 127 mg/dl. Customer's sensor glucose level was as low as 59 mg/dl. The sensor glucose and blood glucose readings have been off by as much as 40 points. Troubleshooting for sensor glucose and blood glucose was performed. Customer was advised to calibrate 3 to 4 times per day, avoid calibrating each time they measure their blood glucose levels and to try the suggestions given to them during troubleshooting to avoid issues with their blood glucose versus sensor glucose.